Manufacturer narrative:
Technician found the bed in medsurg room. Found loose pins in p379 cable connector. Replaced p379 cable (B)(4) and checked functions to resolve this issue.

Event description:
Information received indicated that nurse call function can be placed, response not heard in expected location. No injury alleged by account.